Event description:
The end user states the joystick is making a sizzling noise and then the chair shut down. She states her friend came over to her home and discovered a 3 flash error code which is a left motor fault error code.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.